Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) is "dropped" without getting caught in the blood vessel. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a trans-femoral cerebral angiogram. The physician was experienced and in training on the use of the exoseal vcd. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) is "dropped" without getting caught in the blood vessel. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a trans-femoral cerebral angiogram. The physician was experienced and in training on the use of the exoseal vcd. One non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire loop. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected plug deployment and retraction of the indicator wire. The black/white/red position was also confirmed. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the device was received fully deployed and no internal mechanism anomalies were noted. In addition, since it was reported that the wire would not catch the vessel wall and this is a patient-involved event, the issue cannot be evaluated without procedural films due to the nature of the complaint. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.